Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was the end-user a new user of this product? In relation to needle, what is the approximate location of suture breakage? Was the sales rep present during the procedure? What in the physicians opinion was the cause of the suture breakage?

Event description:
It was reported that the patient underwent a davinci hysterectomy procedure on (B)(6) 2017 and the suture was used. During the procedure, the suture broke at the end of vaginal cuff closure. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Sealed boxes with representative samples are received for evaluation. During the visual inspection of the representative samples, no defects were found on the package. According to the sample condition no suture breakage was observed and the suture tested met the requirements.